Manufacturer narrative:
Visual inspection of the exterior of the returned controller found no cosmetic issues. Visual inspection of the interior of the controller found that three main board screws were loose, but had no effect on the functionality of the device. Functional evaluation revealed that the returned controller functioned as intended. All ablation and coagulation output voltage readings were within specified ranges. No arcing was observed during the testing process using a known good wand. The complaint could not be verified and the root cause could not be determined with confidence since the returned device functioned as intended. Factors unrelated to the design or manufacture of the device that could have contributed to the complaint event include: (1) there may have been an issue with the used wand that could have caused arcing such as a break in the material of the tip or insulation; (2) the telescope that was burnt by the wand may have been made of or covered in conductive material which could have caused energy transfer and causing the burn; (3) proximity of the telescope and wand may have enough to cause arcing between the two devices. The quantum 2 user manual provided with the device list precautionary statements and instructions regarding possible transfer of current/energy which can result in arcing or burns. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the quantum ii controller caused wands to arc and be burnt. There were no reported patient complications.